Event description:
It was reported that a plunger sensor error had occurred. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. D5 is unknown. No information has been provided to date.

Manufacturer narrative:
Other, other text: b5: additional information received via email and attached in complaint: no patient involvement. H6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. Visual inspection found a cracked on right plunger case and broken power receptor seal. Error was found in the device ehl (event history log) multiple times. The customer stated problem plunger sensor error was duplicated at power up when plunger assembly was pushed all the way in. The investigation found that the flippers touching the top of ear clip when plunger assembly was pushed all the way in was what caused the reported error. The root cause however could not be determined. Corrective action was to replace all plastic parts of the plunger assembly. The power receipt seal was also replaced due to physical damaged, the motor assembly was also cleaned and greased as pump was found running at repair. A manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records, corrected data: correction: d4: model number: 4000.